Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufactured august 24, 2020 to august 25, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph which revealed a residual fluid contained inside the device bladder which suggested an underinfusion may have occurred. The reported condition was verified.  The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused after use of the device. The device had been filled with 4220mg 5-fluorouracil to a total fill volume of 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.